Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pinhole was observed on the titanium transfer set which resulted in a leak. This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted multiple punctures in the silicone tubing which would result in fluid leakage. The reported condition was verified. The cause of the holes were determined to be due to animal damage (the patient had a pet). Should additional relevant information become available, a supplemental report will be submitted.